Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via email indicating physical damage on their insulin pump after dropping the device. The customer's blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.